Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
First name: (B)(6). No patient information was provided by the customer.